Event description:
The nurse was unable to defibrillate patient with hands-free pads cable. The connection was checked at the defibrillator. The user switched from hands-free cable to paddles cable and was able to defibrillate patient. Requested another defibrillator and user was still unable to defibrillate. The user switched again to the paddles cable and patient was defibrillated. The last self-test was performed a day prior to the actual event. A daily test is performed by the nursing staff on each defibrillator in their care unit. A self-discharge test is performed using the external paddles connected to the internal test load. The last time the pad connector cable was tested with the defibrillator in question was a month before the event, and it was conducted by a biomedical technician. The underlying causes of the hands-free failure was that the staff was unaware that an audible click would confirm the proper seating of each connector, and they were unable to recall (seeing) a system or momentary error message on the unit's display.